Event description:
It was reported that on the last 5 refills, there was no medication left when the pump was being refilled. No alarms were heard. The pt experienced nausea and diarrhea for about 2-3 days after the pump refills. It was noted that diagnostic test was being planned. The pt believed that the pump was leaking due to volume discrepancies. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).